Manufacturer narrative:
Block b3: exact date unknown, event occurred over 2 years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7071957/7072057.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site. The patient underwent an explant procedure. Additional information was received that the leads were also explanted. The explanted devices will not be returned.